Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor pcb assembly and associated control switch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently froze and locked up when attempting to save pt image data. No pt serious injury or death was reported related to this event.